Event description:
It was reported that during a da vinci-assisted surgical procedure, site was experiencing faults on the generator, which caused the monopolar energy not to work. The staff had replaced the instrument and energy cables and had power cycled the generator, but the issue persisted. Review of the logs confirmed the issue. A suggestion was made to use a backup generator to bypass the system in question if possible. Later, it was noted that faults were occurring on startup, and it was recommended to replace the generator. Verification of the backup generator¿s connections was also requested. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) generator due to m 02 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generator was analyzed and found issue was confirmed using system logs. Log review revealed recurring m 02, 1 71, c 71, 3 71, 2 07 u 04, c 83 and 1 87. During testing, the unit displayed error code m 02 3 at startup. Erbe log showed errors m 02 and c 00. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error m 02 is attributed to a faulty component of the erbe generator.